Event description:
According to the available information, prior to use, a hair was found in the unopened packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9656864. Sample received in may; we can define that this defect occured in our hungary's site which was informed about this issue. Hungary's site made an investigation about this issue and conclude: there are 2 possible causes for hair in packaging: 1. Operators in the production didn't notice the hair on the catheter. There is a visual inspection in the process to detect this type of failure. The issue was not detected by this control. 2. Recent investigations found that hair complaints can be traced back to the tunisian supplier we receive catheters with hair already on them. Action: we trained the operators about this kind of failure and the critical processes in production in may, 2024. Our tunisian subcontractor has strengthened its control over contamination issues. According to the informations known, quality database was checked and revealed no anomaly in relation to the describe defect.

Event description:
According to the available information, prior to use, a hair was found in the unopened packaging.

Manufacturer narrative:
No other complaints were found for the lot number. Date of event is an estimated event.